Manufacturer narrative:
The device will not be returned for analysis as it was discarded by the customer. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this bioprosthetic valve, the valve was explanted due to paravalvular leak (pvl) secondary to patient anatomy. The pvl was noted at four or five of the sutures. The severity of the pvl was not reported. The physician was not sure specifically what anatomical issue caused the pvl, but stressed that the valve itself did not cause the pvl. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.